Event description:
String cannot be found. Unsure whether the first tampon was used [foreign body in reproductive tract]. The string (of 1 tampon inserted into the body currently) cannot be found [device physical property issue] 1 tampon inserted into the body currently. And a second one was then inserted [wrong technique in device usage process]. Case narrative: consumer reported via phone that the string of one tampon was inserted into body and cannot be found. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.